Event description:
Consumer complaint of blood result reading of "lo." Customer ran a blood test in the morning and received a lo. The customer usually gets results between 109mg/dl and 135mg/dl in the morning, prior to eating. The customer has removed some of the strips from the container and placed them in the carrying case. The customer got a lo result with those strips. Customer performed a blood test using the strips in the vial, 123 mg/dl. The last five results from memory were as follows. Time and date not set. Lo, (B)(6), 8:00 am, prior to eating; lo, (B)(6), 7:55 am, prior to eating ; lo, (B)(6), about 2 days ago, time unknown; lo, time and date unknown; lo, time and date unknown. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer complaint of blood result reading of "lo". Customer ran a blood test in the morning and received a lo. The customer usually gets results between 109mg/dl and 135mg/dl in the morning, prior to eating. The customer has removed some of the strips from the container and placed them in the carrying case. The customer got the lo result with those strips. Customer performed a blood test using the strips in the vial, 123 mg/dl. The last five results from memory were as follows. Time and date not set. (B)(6).